Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) after every paced beat. Multiple reprogramming options were attempted but the twos could not be eliminated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.